Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had a foley catheter placed in surgery on (B)(6) 2024. Customer was told in report that patient catheter had been leaking since their admission to ip surgical. Customer went to assess the patient's catheter. It was in fact leaking. They attached a 10 ml syringe and pulled back and there was no saline in the balloon. Customer had resource nurse come and verify that there was in fact no saline. They then tried to inflate the balloon by instilling a couple mls of saline and it immediately leaked out. They contacted the provider and updated them on the situation. They placed the order to remove the foley. Once removed the catheter, there was a very obvious rupture to the balloon.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The potential root cause for this failure could be user related (example: contact with sharp object) or exposure to petrolatum based products/ mechanical failure/operator error). A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had a foley catheter placed in surgery on (B)(6) 2024. Customer was told in report that patient catheter had been leaking since their admission to ip surgical. Customer went to assess the patient's catheter. It was in fact leaking. They attached a 10ml syringe and pulled back and there was no saline in the balloon. Customer had resource nurse come and verify that there was in fact no saline. They then tried to inflate the balloon by instilling a couple mls of saline and it immediately leaked out. They contacted the provider and updated them on the situation. They placed the order to remove the foley. Once removed the catheter, there was a very obvious rupture to the balloon.